Event description:
Caller reported that insulin gauge displayed an amount different than expected, specifically showing 155 units instead of the anticipated 260 units, which was a difference greater than 30 units. There was no adverse impact to the customer¿s blood glucose level. Customer continued using the same cartridge and was provided with an email containing links to cartridge load resources. Technical support advised the customer to call back for troubleshooting if the issue recurs, which the caller acknowledged.